Event description:
It was reported the patient became very cachectic and the skin broke down over the tmj implant. The implant was removed to prevent deeper infection.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.we have issued a CAPA (B)(4) for the filing of the MDR past the required 30 days.